Event description:
This report is being filed due to recurrent mitral regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2021, moderate to severe mr was reported on a follow-up. There was no device malfunction noted. There was no treatment and no additional hospitalization. Per physician, the event was unknown if device related. There was no additional information provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.